Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported a patient underwent initial knee arthroplasty two months post-implantation. Subsequently, the patient experienced pain and it was discovered the patient retained foreign material. No additional patient consequences were reported.

Event description:
It was reported a patient underwent an initial knee arthroplasty. Subsequently, the patient experienced pain and it was discovered the patient retained foreign material. Subsequently, the patient underwent a procedure to remove the trial approximately nine days post initial procedure. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated via radiographs and the reported event was confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the patellofemoral component was still in place. The provisional could not be seen in the radiographs. As the x-ray review identified the patellofemoral component is still in place, it appears that the device was dropped in the wound after trialing and not removed, but it was not cemented in place of the final patellar implant. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.